Manufacturer narrative:
Correction: information was received (B)(6) 2022 that the event reported under manufacturer report # 1820334-2021-02726 is a duplicate of the event reported under manufacturer report # 1820334-2021-02643. No further reports will be sent under manufacturer report # 1820334-2021-02726. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Information was received (B)(6) 2022 that the event reported under manufacturer report # 1820334-2021-02726 is a duplicate of the event reported under manufacturer report # 1820334-2021-02643. No further reports will be sent under manufacturer report # 1820334-2021-02726.

Manufacturer narrative:
It is unknown if the device will be returned. Customer name and address= (B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during angioplasty of the subclavian artery, an advance 35 lp low profile balloon catheter ruptured. Upon removal of the device, it became stuck in the patient. After several attempts to remove the balloon, it was pulled to the common femoral artery; however, it was unable to move further. Vascular surgery was consulted and the patient was sent for emergent vascular surgery for device removal. Additional information has been requested.